Event description:
It was reported that the system 9900 locked up during cine review following a cardiac case. The system needed to be reinitialized in order to continue the review. Once the system completed reinitialization, it was noted that some of the images were missing. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified through review of the error logs. Thae cine drive was reformatted and the software reloaded. The system was tested and found to be working as intended and placed back into service.